Manufacturer narrative:
The suspect device was received by quest medical, inc., on 07/26/2023. Investigation of the device confirmed the complaint condition of leaking. It was discovered that there was a leak at the male trifurcated luer. The root cause was determined to be insufficient solvent, resulting in the tubing not being inserted far enough into the bond pocket. Quest has concluded its investigation into this device. Quest will continue to monitor complaint trends for this complaint condition.

Event description:
It was reported to quest by (B)(6) hospital of an alleged leak with a trifurcated infusion line. It was confirmed that no patient complications were reported.